Event description:
The patient¿s health care provider (hcp) confirmed on (B)(6) 2014 that they have not seen the patient in the office since (B)(6) 2011. The hcp has no record of the patient having wound dehiscence or infection.

Event description:
The company representative reported on (B)(6) 2014 that they have not had contact with the patient since being at the physician office with the patient and physician on (B)(6) 2013. It was unknown how the patient was currently doing.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was wound dehiscence and pocket infection on (B)(6) 2013 and the device was explanted. The organism of the infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.